Event description:
General report received of an unspecified number of undocumented incidents of leaks. Unspecified primary tubing sets were being used to deliver unspecified medications. At unspecified times, the option-lok male adapter of the secondary tubing sets were connected to unspecified y-sites on the primary tubing sets for piggyback deliveries of unspecified medications. After unspecified lengths of time, it was reported that unspecified volumes of solutions leaked from an unspecified end of the secondary tubing sets. No specific details were provided. There were no reported patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported leaks were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.